Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(4) 2014 and mesh was implanted. The patient reported that she continues to experience voiding difficulty and urgency. The patient reported that since the procedure, she has experienced pain, requiring medication. The mesh remains implanted, but the patient is seeking removal. No additional information was provided.

Manufacturer narrative:
Additional information was requested and the following was received: patient c/o chronic pain since tape inserted (B)(6) 2014. No obvious medical reason for removal -patient choice to have it removed -patient requested removal-she was dry- immediately after mesh removed patient stated ¿I am cured¿ mesh was removed (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.